Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with peeling keypad overlay. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed during the manual prime and the plastic on the esc button was coming off. Customer's blood glucose was 500 mg/dl, treated with bolus lowered to 127 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer stated the device was not dropped or bumped more then usual, normal wear and tear. Customer was advised to continue disconnected. Customer stated the drive support cap was protruded and she did not press it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.